Event description:
It was reported that all components were explanted due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number:(B)(6). Batch/lot number: 7095808 / 7096072. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 27614261. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).